Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz1000 china sample was received in opened packaging from lot 25035127 for investigation. The customer reported that "this product was used and leaked during use" the returned sample was subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water; leakage was confirmed on the sample. Upon closer inspection, the leakage originated from a crack on the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to do so may cause the components to partially adhere together, requiring additional force to disconnect and damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: this product was used and leaked during use; quantity affected 2 units, sample can be returned 1 unit with photos provided; green claim required, complaint response letter required, complaint receipt letter required.